Event description:
Patient tested blood glucose on suspect device and blood glucose was 229 mg/dl. Patient concerned with having a urinary tract infection so went to hospital for actual reading. 2 hours later at hospital, blood glucose was 400 mg/dl (lab). Patient was fasting and did not take medication as usual. Patient was admitted to hospital for 5 days and given insulin (which is not part of daily regimn) and pills.